Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cardiac operation when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had image module problem. During troubleshooting, the philips engineer found that the shutters microswitches of joysticks were not working intermittently and full image didn't appear completely. The fse replaced the control module standard ER. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was problem with image module. Shutter microswitches of joystick was not working intermittently and full image did not appear completely. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.